Event description:
A site representative reported a broken articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation completed in follow-up #1 found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Correction: on (B)(4) 2015, new information was received from analysis of the returned device which clarified that the reported event as unlikely to cause serious harm. If this information was available during the initial review, the reported event would not have been considered a reportable malfunction. The device was returned to the manufacturer for analysis and showed signs of physical damage. The handle was locked up with the arm in the locked position. The reported event was confirmed to be caused by a mechanical issue with the locking mechanism of the arm.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement vertek arm ii shipped to site (B)(6) 2015. No parts have been returned to manufacturer for analysis. - (B)(4) 2015 a medtronic representative, following-up at the site, reported the site's vertek arm would not stay locked. - no further issues have been reported.